Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between june 25, 2023 ¿ february 26, 2024. H11: the actual device was not available; however, ten (10) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed on two (2) random samples, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the middle port of an unspecified amount of exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags fell out and leaked. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.